Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collaterals using a pod packing coil (packing coil) and a lantern delivery microcatheter (lantern). While advancing a packing coil into the target location using the lantern, the lantern kicked out of the vessel. The physician was unable to advance the lantern back into the vessel. The physician still attempted to advance the packing coil into the vessel but noticed under fluoroscopy that the distal end of the coil was stuck on an existing vascular plug. The physician decided to remove the lantern and packing coil. While retracting the packing coil into the lantern, the physician was experiencing resistance, and the coil unintentionally detached. Therefore, the physician used a snare device and forceps to remove the detached packing coil. The procedure was completed using a new pushable coils and a new microcatheter. There was no report of an adverse effect to the patient.